Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2017 with the following findings: there was a call service 064 alarm in the pump's black box. The pump was able to complete the prime steps with no issues. The pump was exercised for 24 hours with no alarms observed. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.